Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a damaged top case and battery door. A review of the event history log found a motor rate error. The customer reported complaint was confirmed by doing an occlusion test. The cause of the issue was that the motor was found to be faulty. The motor, worm gear and coupling were replaced, as well as the interconnect board because it failed to get an ip address. The top case, right plunger case and battery door were also replaced due to the cracks. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a motor rate error. The event occurred during testing, there was no patient involvement.